Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number of the clips? No information. What suture type was used? No information. What suture size was used? No information. When the even occurred, was the suture placed near the hinge of the clip? No information. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? No information. Was the applier checked for damage (jaws straight and aligned)? No information. What is the name of the procedure? No information. Was this a robotic procedure? No information. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No information. No further information will be provided."

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture clip was used. During the procedure, the device could not clip the suture. Another device was used to complete the procedure. There were no adverse consequences to the patient.